Event description:
It was reported that a 27-year-old hispanic female who underwent primary breast augmentation with a 425cc mentor memorygel breast implants experienced right sided baker grade iii capsular contracture and bilateral ptosis post procedure. The capsular contracture was accompanied by pain. As a result, bilateral mastopexies and replacement with 425cc mentor memorygel breast implants was performed on (B)(6) 2022. The right sided capsular contracture was reported initially under 1645337-2022-02692 on (B)(6) 2022. On june 14, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 23, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).